Event description:
It was reported that during a salpingoopherectomy the device would not release after it was fired across the fallopian tube. It is possible that the device was partially fired and then fired again. A bipolar device was used to release the instrument. There was no pt consequence.